Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/08/2017 with the following findings: during investigation, the pump was unresponsive with both the returned battery cap and the test battery cap. No auditory alarms, or vibratory alarms occurred. The display remained blank upon battery insertion. The battery cap was able to fully tighten. The battery compartment was cracked, and an moisture was found in the battery compartment. The pump case was removed to find no evidence of additional moisture in the pump. The pump was unresponsive due to moisture contamination. The battery life complaint was unable to be investigated due to an inability to run the pump and verify the current draws.